Event description:
It was reported that the irrigation side port was leaking. During an ablation procedure for atrial fibrillation, when about to ablate in the left atrium, it was observed that the intellanav mifi open-irrigation catheter was dripping at the irrigation side port. Application of tegaderm was not successful in sealing the leak and the maestro 4000 generator stalled due to high temperature. The generator settings were: 30-35 watts (power mode); 60 degrees celsius; <200 ohms; 30 seconds. The catheter was replaced, and the procedure was successfully completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the catheter showed there was a fracture of the tubing where it was joined to the luer fitting. The fracture extended more than halfway through the diameter of the tubing. Dried saline and body fluid were present on the catheter tip. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Electrical continuity testing was performed using a multimeter and breakout box; no open or short circuits were present. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The magnetic sensor resistance and inductance testing was also within specification. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.

Event description:
It was reported that the irrigation side port was leaking. During an ablation procedure for atrial fibrillation, when about to ablate in the left atrium, it was observed that the intellanav mifi open-irrigation catheter was dripping at the irrigation side port. Application of tegaderm was not successful in sealing the leak and the maestro 4000 generator stalled due to high temperature. The generator settings were: 30-35 watts (power mode); 60 degrees celsius; <200 ohms; 30 seconds. The catheter was replaced, and the procedure was successfully completed. There were no patient complications.